Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation as well as updates to fields d8, d9, g1, and h4. The device was returned to olympus for inspection and the reported failure was confirmed. The device had no missing components, the over mold was detached but was included. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the jaw. The event can be prevented by following the instructions for use which state: do not apply excessive force to the device. If damaged, pieces from the device may fall into the patient. Harm may occur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device jaw was damaged. The event occurred during an unspecified therapeutic procedure. There were no reports of patient harm.